Event description:
It was reported that approximately two weeks post generator change, the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to a device pocket infection. An antibacterial absorbable envelope had been used during the changeout. A cardiac resynchronization therapy defibrillator (crt-d) system was implanted a week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: w4tr01 crtp and cmrm6122 envelope implanted: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.